Manufacturer narrative:
Concomitant medical product. Model: dtba1d1, crt-d; implanted: (B)(6) 2014.

Event description:
It was reported that the patients left ventricular (lv) lead exhibited a sudden rise in pacing threshold. No changes have been completed at this time. The lead remains in use. It was noted the patient is currently enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that additional information indicated the left ventricular (lv) lead also exhibited intermittent failure to capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.